Manufacturer narrative:
(B)(4). No related  complaint received with return of device. A partial lead was returned in four segments for analysis. External insulation abrasion was noted at 12.7-13.8cm and 16.9-17.0cm from the connector pin, consistent with lead friction to the device can, and at 18.2-19.6cm and 19.0-19.4cm from the end of the middle piece, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.